Event description:
A malfunction was reported with a code displayed as malf 12. There was no reported impact to the customer¿s blood glucose level. The customer had not reset the pump for this malfunction before contacting support. Technical support provided information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code reappears, to which the customer agreed.